Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient faced infusion set was accidentally pulled out event on (B)(6) 2025 during use due to issues disconnecting at site and patient experienced high blood glucose level and treated with correction bolus via multiple dose injections.